Event description:
Further follow-up found that along with pneumonia, the patient's etiology also included acute renal failure. The cause of death was secondary cardiac arrest to renal failure.

Event description:
Further follow-up revealed the date of death. The patient's etiology was listed as pneumonia. The patient experienced a reduction in seizures with vns therapy. The patient was receiving vns therapy at the time of death. The vns system was not explanted after the death. The physician indicated that the vns was not believed to be related to the cause of death. No autopsy was performed and the death was witnessed. The physician indicated that the patient was not complaint with antiepileptic medications.

Manufacturer narrative:
.

Event description:
It was reported that the patient had passed away in (B)(6) 2016. The exact date of death is unknown. The cause of death and relationship to vns are unknown. Attempts to obtain additional relevant information have been unsuccessful to date.